Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported the unit was not working in phacoemulsification mode. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received the issue occurred during a procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated with several handpieces. The ultrasound (u/s) assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 25, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event was replicated and attributed to a nonconforming ultrasound assembly. However, how or when the u/s assembly became nonconforming remains inconclusive. (B)(4).